Event description:
The manufacturer received information alleging patient has copd and has ptsd, it smells like rotten egg and it would blow lots of air. Nose was irritated. Device has strange odor, headache. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging coughing; hacking up snot; has rattling in his lungs; wheezing; sinus issues; irritated swollen skin on face and arms, legs, and back; lightheaded; dizzy; eyes sealed shut from extra phlegm; mucous; device will not turn on/device not functioning; back pain; burning/smoke/electrical odor; sleep depervation an issue related to a CPAP device's sound abatement foam. The medical intervention was not specified.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, nose was irritated, alleging coughing, hacking up snot, has rattling in his lungs, wheezing, sinus issues, irritated swollen skin on face and arms, legs, and back, lightheaded, dizzy, eyes sealed shut from extra phlegm, mucous it smells like rotten egg, back pain, sleep depervation an issue and it would blow lots of air, device will not turn on/device not functioning, device has strange odor and burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.